Manufacturer narrative:
It was reported via the (B)(6) study that the day after an enterprise vrd stent assisted coil embolization MRI revealed a left asymptomatic cerebral infarction. No clinical symptom was observed and no action was taken. The even outcome as of six months post onset is "ongoing unchanged". The relationship of the event to the procedure was highly probable and to the device was unknown. The patient was on antiplatelet or anticoagulation therapy at the time of the event, and the enterprise was patent during the event. The stent was well opposed to the vessel wall during and after the procedure, and no coil or coils were protruding into the parent artery. The index procedure was coil embolization assisted with enterprise vrd (B)(4) of the left parasellar with an aneurysm that was saccular and unruptured with a neck to sac ratio of 4.7mm:7.7mm. The vessel size proximally was 5.0mm and 3.5mm distally. The instructions for use outlines that the diameter of the fully expanded stent is 4.5mm with recommended maximum vessel diameter for implantation of 4.0mm. Usage other than the approved labeling may involve risks not described in the labeling. Act measurement were 113 seconds (pre anticoagulation), and 287 seconds (post anticoagulation). A total of five coils were placed. The occlusion rate of aneurysm was 95% after the procedure. Mrs before the procedure was 0, 1week after the procedure was 0. Discharge medications consisted of aspirin and clopidogrel sulfate. It was reported that requested procedural images are not available. The stent remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01426907. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use (IFU). Although no definitive conclusion can be made, based on the available information, procedural factors including use in a vessel greater that the recommended diameter as well as patient and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report from clinical study (B)(4) for patient with ID# (B)(6) indicated that the day after the procedure, MRI revealed left asymptomatic cerebral infarction. No clinical symptom was observed and no action was taken. The event outcome as of six months post onset is "ongoing, unchanged". The relationship of the event to the procedure was highly probable and to the device was unknown. The patient was on antiplatelet or anticoagulation therapy at the time of the event, and the enterprise was patent during the event. The stent was well opposed to the vessel wall during and after the procedure, and no coil or coils were protruding into the parent artery. Discharged medications consisted of aspirin and clopidogrel sulfate. A cd copy of the procedure was not available.

Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Index procedure was coil embolization assisted with enterprise vrd (B)(4) of the left parasellar with an aneurysm that was saccular and unruptured with a neck to sac ratio of 4.7mm:7.7mm. The vessel size proximally was 5.0mm and 3.5mm distally. Act measurement were 113 seconds (pre anticoagulation ), and 287 seconds (post anticoagulation). The occlusion rate of aneurysm was 95% after the procedure. Mrs before the procedure was 0, 1 week after the procedure was 0. Antiplatelet therapy consisted of aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, cilostazol 100mg/day: (B)(6) 2011, heparin 4000u: (B)(6) 2011(during the procedure), and argatroban hydrate 60mg/day: (B)(6) 2011. Prior to implanting the enterprise vrd, a roadmaster goodman catheter, prowler select plus (mc) microcatheter (B)(4), chikai (gw) guidewire (asahi intec) were utilized. Other devices utilized during the procedure were an excelsior sl-10 mc (stryker), transend ex gw (bs), orbit coil (B)(4) orbit galaxy coils ((B)(4) (total 4), however lot numbers are all unknown. No further information is available. Roadmaster/goodman, (B)(4) chikai/asahi intec, excelsior sl-10/stryker, transend ex/bs, (B)(4) (total4). The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.